Manufacturer narrative:
Medical images have been made available to the manufacturer. Medical records were not provided. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a port catheter allegedly broke. It was further reported that catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigations summary: although the sample was not returned for evaluation, two x-rays were provided for review. The investigation is confirmed for catheter break, as the review determined that one of the x-rays, showing a port placed on the right side of the chest, showed a catheter separation at the proximal segment, adjacent to the port. The other x-ray showed a port placed on the left side of the chest. The identity of the ports could not be determined. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that a port catheter allegedly broke. It was further reported that catheter was removed and replaced. There was no reported patient injury.